Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6 , b7, g1, h6.

Event description:
Patient representative additionally reported "the patient began to feel a sharp and very intense pain in the breasts¿some folding of the surface of both prostheses is observed by possible encapsulation of them. Outside these folds there is a small amount of liquid. Reactive -looking ganglion in left axilla".

Event description:
Patient representative reported right side capsular contracture grade IV, unspecified infection, and post-operative psychological effects. It was later reported that ¿the patient began to feel a sharp and very intense pain in the breasts¿some folding of the surface of both prostheses is observed by possible encapsulation of them. Outside these folds there is a small amount of liquid. Reactive -looking ganglion in left axilla" diagnosed by ultrasound, mammography and MRI. The device has been explanted. Antibiotic treatment with vibracine was noted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported right side capsular contracture grade IV, infection (late onset), and post-operative psychological effects. Later reported ¿the patient began to feel a sharp and very intense pain in the breasts¿some folding of the surface of both prostheses is observed by possible encapsulation of them. Outside these folds there is a small amount of liquid and fibrosis with chronic inflammatory reaction diagnosed by ultrasound, mammography and MRI. Device has been explanted.

Event description:
Patient representative reported right side capsular contracture grade IV, unspecified infection, and post-operative psychological effects. Device has been explanted.

Manufacturer narrative:
The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient via representative reported right side capsular contracture, baker grade IV. Device has been explanted.